Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument was not recognized, not working at the middle of the surgery, and the tip was broken. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the instrument was inspected before the procedure. The surgeon was dissecting when the reported issue occurred. The surgery had started about 2 hours before the issue occurred. There were no collisions with other instruments. The instrument wrist was straightened to remove with no resistance. The fragment was retrieved with a laparoscopic grasper and was visually confirmed. The procedure was completed robotically with no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace was analyzed and reported failure was confirmed. The instrument was connected to an in-house ethicon energy generator a failed the self-test. The insert generated message "replace instrument error detected unplug hand piece and replace instrument". The instrument was returned with a broken blade. The broken blade caused the insert to fail the self-test. The blade broke at roughly 0.71¿ from the base. The broken piece was returned. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.